Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to all specifications. Preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported that during equipment testing, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.